Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Media analysis: a review of the media provided could identify the alleged stent damage as the images show strut deformation on the proximal region of an already deployed stent. This deformation is seen covered by another stent deployed proximally and overlapping the proximal region of the already deployed one. Flow contrast views throughout the video show that the perfusion in lm/lad is optimal and no restrictions are noted.

Event description:
It was reported that stent damage post-deployment occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 38 x 2.75 promus elite drug-eluting stent (des) was advanced for treatment without encountering any significant resistance. After the stent was implanted, it was noted that the proximal end was deformed. A 16 x 3.5 promus elite des was implanted to cover the deformed part and the procedure was completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage post-deployment occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 38 x 2.75 promus elite drug-eluting stent (des) was advanced for treatment without encountering any significant resistance. After the stent was implanted, it was noted that the proximal end was deformed. A 16 x 3.5 promus elite des was implanted to cover the deformed part and the procedure was completed. No patient complications were reported and the patient status was stable.